Event description:
A falsely depressed sodium result was obtained on one patient sample on a dimension exl 200 instrument (sn:(B)(6)). The initial result was reported and questioned by the physician(s). The sample was repeated on the same instrument, recovering higher. The repeat result was reported as the correct result to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
A united states (us) customer reported that a discordant falsely depressed sodium patient results was obtained on a dimension exl 200 instrument. Quality controls recovered within acceptable ranges on the day of the event. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the tubing (x0, x1 and x2), replaced the rotary valve seal, stylet the path, and performed a calibration and precision test with acceptable results. Siemens concluded that the potential cause of the event was the fluid flow issue, which was resolved by replacing the mentioned components. The system was fully operational upon departure. No further evaluation of the device is required.